Event description:
It was stated that the customer was hospitalized with high blood glucose levels over 600 mg/dl. It was stated that the customer was binge drinking two days prior to the hospitalization. Also two days prior to the hospitalization, it was stated that the customer was found unconscious and the paramedics were called for assistance. No troubleshooting was performed as the insulin pump was not present during the phone call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.